Event description:
On (B)(6) 2025, a facility representative reported via email that an ar-8735bv-38 beveled ft screw was found to be prominently positioned in the mcp joint space. Surgical removal is planned for the end of (B)(6). This issue was identified post-implementation, with no additional details provided. Additional information was received on 08/26/2025: the patient underwent open reduction and internal fixation with an intramedullary screw for a right fifth metacarpal neck fracture with significant displacement on (B)(6) 2025. The arthrex product implanted during the procedure was the ar-8735bv-38 beveled ft screw (3.5 mm x 38 mm). During the procedure, the surgeon noted that the screw had been stripped and subsequently burred down the prominent portion. Final intraoperative x-rays confirmed that the screw was buried beneath the articular cartilage. The surgeon then assessed the small finger mcp joint through its range of motion. The fracture was stabilized, and there was no evidence of impingement from the implant. Screw prominence was first identified via x-ray imaging at the patient's routine four-week follow-up visit on (B)(6) 2025 (see attachment). During this appointment, the patient reported increased pain in the right small finger mcp joint.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.